Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that their ultra meter reverted to the set-up mode. The patient mentioned that the alleged issue with the meter began on (B)(6) 2011 at 5:30am. Due to the alleged issue, the patient was unable to test and approximately 2 hours later, the patient felt sweaty, sick to their stomach and was shaking. The patient was not tested on another device; however, self-treated with food/drink. The patient did not seek any further medical attention or contact their physician for assistance. The patient mentioned that the alleged issue occurred after removing/replacing the batteries. There was no misuse of the product and this is not the first time the product is being used. The alleged issue was resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the meter reverting to the set-up mode, the patient was unable to test and later developed symptoms and had to self-treat with food/drink.